Event description:
Information received indicates the siderail is not latching.

Manufacturer narrative:
The technician found the siderail latch was not locking onto the d-pin. The technician lubricated the siderail latch and d-pin to repair the bed.